Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's boot-up time exceeded 90 seconds and that it kept rebooting. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the keyboard was missing, causing the long boot sequence. When the keyboard was replaced the boot sequence was normal.